Manufacturer narrative:
(B)(4). The complainant indicated that the device has not yet been serviced on site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 16, 2020 that a vela xl 4101 laser console was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the system alerted error code 1318, flow out of valid range. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.